Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the gun went out of power when operation, so we use manual tractor to fix it. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information received: 1. Did the device lock-out (no staples deployed and no cut line started)? No there are staples on the gun. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes the gun was partially fired on bronchus. 3. Or, did the device fully fire and stop during the automatic knife return? N/a. 4. Was there any difficulty opening the device jaws? Yes it is difficulty opening the device jaws. 5. If yes, what steps were taken to open the jaws. To use manually knife return 6. If the jaws could not be opened, how was the device removed. N/a.